Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned procedure , which was completed without delay by using the wired footswitch. A philips field service engineer inspected the system on site and confirmed the wireless footswitch connection problem. During troubleshooting, fse observed that the error led indicator on the base station is flashing and the wi-fi (led) indicator on the wireless footswitch at the time of occurrence is off. Fse paired the wireless footswitch with the base station, which resolved the issue and returned the system to good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the wi-fi footswitch had connection issues. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and adjusted the tool for the footswitch connection which resolved the issue. The device was returned to use in good working order.